Manufacturer narrative:
Final analysis found burn marks on the printed circuit board (pcb) and prongs which resulted in power up anomaly.

Event description:
It was reported that a transmitter could not power up. Multiple outlets were attempted unsuccessfully. No further information is available.